Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Screws will not tighten in the bone. Experienced same problem in america and was solved by replacing stock with facelift screw.